Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye two weeks post implant due to vaulting. Reportedly, a lens of the same diopter power but different model was implanted. No other information was provided. Additional information was requested but not received.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found lens torn in two pieces as the optic was cut or torn in half. Only half of the lens was received. The other half was not returned to b+l. Functional testing could not be performed due to the damage. The cause of damage could not be determined. The device history records (DHR) were reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. It is of note that per dfu, the safety and effectiveness of this lens has not been evaluated in patients under 50 years of age.

Event description:
Additional information received indicated that post lens implant in patient's left eye, the lens had posterior vault causing a hyperopic outcome. The lens was removed and exchanged for a monofocal lens on (B)(6) 2016. Reportedly, the patient is (B)(6) and is doing well post lens exchange.